Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 20-aug-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert), lot number c91770, implanted for contraception on (B)(6) 2014. She was not pregnant. On (B)(6) 2015 hsg (hysterosalpingogram) failed. The sales consultant did not have any additional information on the meaning of failure. On unspecified date an ultrasound was performed and both inserts were noted in the abdomen. The patient went to another physician to have a tubal. Follow up 08-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information was received on 22-sep-2015 via essure health care provider general questionnaire. This case was upgraded to incident. She denied any previous gynecological interventions. On (B)(6) 2014 essure lot number c91770 was inserted. She was 10 months post-partum. Cervical dilatation, sounding, analgesia (IV sedation with cervical block) were applied during insertion. The insertion was difficult due filmy tissue over bilateral ostia excised. The visualization of the tubal ostium was also difficult. Fluid loss was less than 1500cc and the procedure did not take more than 20 minutes. In (B)(6) 2015 hsg (hysterosalpingogram) was performed and showed both implants in abdomen. Essure was removed at outside facility by another physician due to patient request. Hospitalization was outpatient. Patient was doing well. No further information was provided. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and hsg showed both inserts in abdomen. This event, seen as device dislocation, is serious due medical importance and listed in the reference safety information for essure. During essure use, there is a risk that the device could move out of fallopian tubes towards to peritoneal cavity. In this case, a filmy tissue over bilateral ostia caused difficulties during insertion. The visualization of the tubal ostium was also difficult. Then, after excision of this tissue, bilateral placement was achieved. One month later, hsg was performed and the devices were noted to be in abdomen. Although in the present case, the exact date and mechanism of this dislocation have not been provided, considering event's nature and implied temporal relationship, causality with essure use cannot be excluded. Initially this case was regarded as non-incident. Upon receipt of follow up information, the device removal was informed. Since an intervention was required to remove the devices, this case was upgraded to incident. Based on available information, including a documentation batch review, there is no reason to suspect a quality deficit of the product.

Manufacturer narrative:
Uterine/tubal perforation questionnaire received from health care professional on 30-nov-2015: she had 01 pregnancy and 01 live birth. Abortion, spontaneous abortion, elective abortion, therapeutic abortion and ectopic pregnancies were denied. On unspecified date hsg was performed and showed bilateral perforation, inserts in abdomen. The patient had no symptoms. The patient had tubal/essure retrieval at outside facility. She was not pregnant. Physician asked to not send any additional requests. Follow up information received on 09-dec-2015: no new information. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and hsg showed both inserts in abdomen, bilateral perforation. This event, previously seen as device dislocation was updated to bilateral perforation upon follow up information receipt. This event is serious due medical importance and listed in the reference safety information for essure. Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this case, a filmy tissue over bilateral ostia caused difficulties during insertion. The visualization of the tubal ostium was also difficult. Then, after excision of this tissue, bilateral placement was achieved. One month later, hsg was performed and the devices were noted to be in abdomen. Although in the present case, the exact date and mechanism of this perforation was not provided, considering event's nature and implied temporal relationship, causality with essure use cannot be excluded. Initially this case was regarded as non-incident. Upon receipt of follow up information, the device removal was informed. Since an intervention was required to remove the devices, this case was upgraded to incident. Based on available information, including a documentation batch review, there is no reason to suspect a quality deficit of the product. The reporter has denied to provide further details.